Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). Complaint received as follows: "market country: (B)(4). Description of complaint: the (B)(4), who underwent the urological surgery to correct the ureter stenosis, was inserted with foley for the postoperative drainage. On the 4th days when the nurse tried to remove foley it took her 20 mins to deflate the balloon. Later, the nurse tested, the balloon function in vitro but it failed to deflate the balloon again. It took 20 mins to remove the foley by deflation of balloon by the normal procedure. No harm or injury to customer."

Manufacturer narrative:
After consideration and conferring with medical managers, this case is being deemed a reportable malfunction as it would likely require surgical intervention to preclude permanent bodily harm were it to recur in the future. Reported to the FDA on (B)(4) 2013. (B)(4).